Manufacturer narrative:
(B)(4). Date sent: 9/27/2023. D4: batch # 255c80. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur with both devices? What is meant by ¿this has happened before?" Is this within this same procedure or separate procedure investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60w reload present. The reload was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No abnormal noises were noted during functional testing.  The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The device can recover from this by clamping and pressing the home button. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 255c80, and no non-conformance's were identified.

Event description:
It was reported that during the radical nephrectomy procedure that he went to clamp on tissue and heard a noise that sounded like the device was going to fire and. Surgeon said this has happened before. They took the reload out. Rep stated it did not look like the knife blade had moved forward. They put a new reload in and the device worked fine. Rep was present in case. No buttress used.